Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized two weeks ago. Customer's blood glucose reading at the time of emergency room visit was over 600 mg/dl. Customer stated that her infusion set cannula was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.